Manufacturer narrative:
The device was not returned for evaluation. An image of the CT scan was provided however no device problems could be identified in the image.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will undergo a revision surgery.